Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was completed on 8/28/2023. It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced dyspnea, weakness, fatigue, headache, and vomiting. Because of the signal loss, the patient was not getting automated insulin delivery from the tandem pump. The patient did not monitor the bg by fingerstick during the period of signal loss. She called an ambulance and was taken to the hospital where she was diagnosed with diabetic ketoacidosis and admitted for 1 week. Upon arrival at the hospital, the bg was over 600 mg/dl. She was treated with IV fluid and unremembered antibiotics. There was no documentation of further medical intervention. At the time of the report, the patient was tired. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.